Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing anterograde approach. The 100% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. After a non-bsc guide wire crossed the lesion, a 7.0mmx40mmx80cm (4f) sterling¿ balloon catheter was advanced for dilation. However, on initial inflation at 13 atmospheres for 30 seconds, the balloon ruptured. The device was removed intact from the patient's body and the procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.